Event description:
It was reported that the cleo 90 infusion set detached form the patient's body due to perspiration while sleeping. The patient reported a "high" blood glucose but the level is unknown because a blood glucose test was not done. There was no medical intervention; the patient returned to multi dosing injections. No adverse event was reported, no further information was provided. MDR report # 3012307300-2017-00205 for related complaint.